Manufacturer narrative:
The suspect device was returned for evaluation. The device was examined visually. The complaint is confirmed. No definitive root cause could be determined, however, the condition of the returned unit suggests that excessive force was applied to the device during use. A review of the device history record and complaint database could not be performed since a lot number was not provided.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during a nephrostomy drainage tube exchange procedure, the hydrophilic guidewire detached within the nephrostomy catheter as the physician was attempting to remove it. The physician states that resistance was not experienced when removing the guidewire from the catheter. The physician used a pair of hemostats to successfully remove the detached wire from the drainage tube. No patient injury to report.